Manufacturer narrative:
The device has not been returned for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that an tt implant pusher was used to tap an implant into place during a l3-l5 decompression, l4-l5 procedure was being performed. During said "tapping", the single prong found on the tt implant pusher broke off inside the patient. The surgeon was able to recover the broken piece of the tt implant pusher from the patient. Following the recovery of the broken instrument piece, attempts were made by the surgeon to position the implant using other instrumentation. During these attempts to position the implant, damage was done to the spinal cord tissue. The surgical procedure was completed however the procedure was prolonged for four hours as a result.